Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically compressed and had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated apparent explant damage. Performance data was also collected from the device was received and analyzed. This analysis review found that the r wave amplitude values drop from 4.875 mv the week ending (B)(6) 2013 to less than 2 mv or slightly above during the rest of the record.

Event description:
It was reported that the right ventricular (rv) lead r-wave amplitudes declined to unacceptable levels after the patient underwent a surgical placement of a left ventricular assist device (lvad) approximately three months prior. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.